Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown date with blood glucose level was unknown. Customer's blood glucose value was 32 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food and glucose tablets. The customer¿s sensor glucose was 190 mg/dl at the time of the event. Customer stated that sensor glucose shows high and blood glucose was actually low. The device will not be returned for analysis.